Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on the evening of (B)(6) 2016. The patient informed the csr that he does not take any medications to manage his diabetes and was unable /unwilling to say if he made any change to his usual diabetes management routine as a result of the alleged power issue. The patient stated that 2 hours after the alleged product issue began he developed the symptoms of ¿abdominal pain and cephalalgia (headache)¿ which he associated with hyperglycemia. The patient denied receiving any treatment. At the time of troubleshooting, the csr noted that the patient was unable /unwilling to say if it was the subject meter was being used for the first time or if the correct test strips being used. There was no indication of misuse of the device. The csr documented that when a new test strip was inserted or the power button was pushed down the meter did not turn on. In addition, the patient was unable to perform a rapid charge on the device. The alleged meter issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.